Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08141. It was reported the patient had multiple falls and hit his scs ipg site. The patient's stimulation began to diminish shortly thereafter. An sjm representative met with the patient and confirmed the patient had invalid impedances, auto-reducing, and that stimulation became painful when past a certain amplitude. Reprogramming was unsuccessful in providing effective stimulation. X-rays were ordered. The patient will consult with his physician for x-ray results and to determine the next step to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.